Event description:
Ous MDR - rv pacing impedances are out of normal range limit. At implant impedance was 1157 ohms and at the last follow-up before replacement, the impedance was measured at 2633 ohms. When the device was interrogated, statistics showed that the rv lead impedance had been out of range since at least (B)(6) 2015; available trends do not go back any further. The patient was implanted with a new rv lead (B)(6) 2015. The old lead was capped, and therefore not returned to biotronik. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.